Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular lead impedance increased gradually over several months but has been stable for the last two weeks. The threshold has also increased over the same time period. The lead remains in use. No patient complications have been reported as a result of this event.